Event description:
"On (B)(6) 2013 the ssu representative at maquet uae reported that circulation on the hcu 30 serial number unknown was working intermittently and was not working at all in emptying mode. Reference complaint (B)(4)"

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. Reference complaint (B)(4)"